Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing the front panel display of the device blinked. Other detailed information was not provided. There was no report of patient injury associated with the event.